Event description:
It was reported that the patient sometimes got like a sharp stimulation. It was stated that the last time they had one of those kinds of stimulation, the wire had actually gone bad and they had it replaced. It was stated they couldn't remember when but thought it was some time in 2011. It was further reported that the patient had come as a new patient as of (B)(6) 2013. It was stated that they had not replaced anything on the neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 377760, lot# v009505, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v009505, implanted: (B)(6) 2006, product type: lead. (B)(4).